Event description:
Account stated they obtained three low patient sodium results that were higher when repeated. The incorrect results were not used to guide patient therapy. The field service representative found the ise tubing was bad and repaired the instrument by replacing the tubing.